Event description:
The patient had a tka on (B)(6) 2024 with an initially good course. During a follow up performed in (B)(6) 2025, unremarkable findings have been found. Subsequently, in (B)(6) 2025, the patient presented a painful tooth and local infection in the jaw. Following this, on (B)(6) 2025, the patient developed acute symptoms with local swelling and overheating. Emergency consultation was performed on (B)(6) 2025 and it has been diagnosed an acute hematogenous late infection. On the (B)(6) 2025, the surgeon performed an irrigation and debridement with insert exchange. Surgery completed successfully.

Manufacturer narrative:
Batch review performed on 02-may-2025 lot 2335775: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 04-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.